Manufacturer narrative:
The hillrom technician found the power cord needed to be replaced. The connex vital signs monitor is an intuitive, touchscreen monitor featuring bright, vivid colors for improved workflows and training. Adaptable for most low-acuity healthcare environments and clinical workflows, it can measure pulse oximetry, non-invasive blood pressure, temperature, etco2, respiration and more. Multiple profiles support spot check vitals, averaging, intervals and continuous monitoring workflows. Help prevent patient deterioration using optional early warning scores. With wireless emr connectivity, the cvsm sends vital information where your clinicians need it, when they need it. 6800 is a standard unit 4 usb ports for accessories, nurse call, radio ready. Nibp and spo2 standard. Spot-check, triage, intervals monitoring and continuous monitoring profile included. All models include internal 802.11a/b/g wireless radio. The technician replaced the power cord to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the cvsm 6800 power cord had sparking issue. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).